Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The fault was determined to be a pcba failure. The monitor showed green lines with static before cutting out and not recognizing that a blade was connected. The pcba was replaced, the device tested, the image quality was good and the leds were functioning. Service complete. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm monitor, the monitor intermittently went blank. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.